Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spectrum, flat crease, and deformation. Based on the device analysis the final assessment is: there were no issues related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported device rupture confirmed by MRI. Device has been explanted and replaced. This record relates to the right side.